Event description:
Related manufacturer reference number 3006705815-2021-03515, 3006705815-2021-03516. Additional information was received indicating the patient¿s system was explanted for an unknown reason. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the patient's ipg was explanted for an unknown reason. Additional information was not provided.

Manufacturer narrative:
The proclaim ipg was explanted for unknown reasons. There are no allegations against the ipg. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.